Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the care giver (cg) stated that 2 nights ago the home patient (hp) had abdominal pain/discomfort, a manual drain was performed and the hp had drained about twice the fill. The cg stated the nurse just reprogrammed this new cycler. The technical service representative (tsr) reviewed the programming. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, total volume (tv) was 14500ml, therapy time (tt) was 8.00 hrs, fill volume (fv) was 1800ml, last fill volume (lfv) of 0ml and total cycles was 8. The tsr initiated a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The ultrafiltration (uf) volume of 1166 ml is more than 160% of the lpfv (1800ml.). Therefore, the volumes reported do fulfill the criteria consistent with increased intra peritoneal volume (iipv) event (drain volume of more than 160% of the lpfv). This is an iipv event.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported issue was confirmed but not duplicated during pal evaluation. The assignable cause: insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (65%). The device meets specification for the reported issue of iipv-adult.

Manufacturer narrative:
(B)(4). A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.